Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) and requested assistance from tandem technical support regarding strategies to address bg. Tandem technical support recommended the customer consult with healthcare provider regarding diabetes management.